Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to be defective. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is currently underway. Upon evaluation, the charger was alternating between charging the battery and displaying the 'insert battery' message. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation of evaluation. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.